Event description:
The pt had a vein graft anastomosed with an aortic connector. Two and a half months postoperatively, cardiac catheterization demonstrated the graft was occluded and ptca was performed. The pt had a history of hypertension.